Event description:
It was reported that less than 24 hours after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004 the physician was attempting to advance the balloon for pre dilation of the 70% stenotic lesion in the mid and proximal mildly calcified left anterior descending (lad), but was unable to do so. He attempted to deploy a taxus 2.5 x 12mm stent but it would not cross the lesion. The lesions were then pre dilated with a 2.5mm x 15mm maverick balloon. The first taxus express2 8.8% 2.5mm x 12mm drug eluting stent was deployed to the mid lad. The second taxus 3.50mm x 16mm stent was deployed to the proximal lad. The third taxus 3.0mm x 8mm stent was deployed proximal to the proximal lad stent. The pt was given plavix and heparin IV during the procedure and plavix post procedure. The following day the pt developed chest pain and a heparin drip was started. The pt's troponin level was > 50. The physician determined there was a total occlusion at the origin of the lad. The vessel was dilated twice with a maverick 3.0 x 20mm balloon. The heparin drip was discontinued and reopro was given bolus and IV drip. The vessel was dilated twice more. The physician changed to a maverick 3.5 x 25mm balloon and dilated 4 times. The physician then placed a taxus 3.5 x 8mm stent in the proximal lad inside the previously placed taxus stent. The stent did not fully expand due to calcification. Due to these results the physician decided to do CABG surgery. An intra-aortic balloon pump was placed. The pt then underwent CABG surgery with a lima to the lad. The pt had intermittent chest pain since admission and in 2004 had a repeat angiogram. The lad was totally occluded but the ima graft to the lad was patent. The pt was discharged the next day. Same case as MFR #6000093-2004-00187, 00188, 00189.